Manufacturer narrative:
The minerva es endometrial ablation system used in this case was returned and a failure analysis of the suspect device was performed and determined no device issue was found. A device history record review was performed and revealed no non-conformities that would have contributed to the reported event. The relationship between the device and the reported adverse event could not be established. Vasovagal reactions are not uncommon in these types of procedures. Based on the available information and the medical opinion of the practicing physician, there is no indication a product deficiency was directly related to the reported adverse event.

Event description:
It was reported that user performed an endometrial ablation procedure on a patient suffering from aub(e). The procedure was performed under very light sedation. With 10 seconds remaining of the ablation cycle, the patient experienced a vasovagal reaction and became unresponsive. Patient was taken to the ER department, kept for observation for 12 hours, fully recovered and discharged.